Manufacturer narrative:
The field service engineer found stringy dust caught on the ise block cover opening that the sample probe passes through. The dust appeared to have buildup from older samples. The dust was removed and the block cover was cleaned. Calibration and controls were tested and values matched values measured on the other block. Patient samples were repeated and results were comparable. The last na and cl calibrations performed on (B)(6) 2020 were ok and there were no alarms. Quality controls were within range, showing no indication of an instrument or reagent issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. The sample was initially processed on a cobas 8800 pre-analytics system prior to testing on the cobas 8000 ise module. The sample initially resulted with an na value of 127 mmol/l, which repeated as 142 mmol/l. The sample initially resulted with a cl value of 112.7 mmol/l, which repeated as 101.6 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.